Event description:
A filling difficulty was reported. The patient reported overdose symptoms immediately upon normal refill without a change in dose or concentration. Symptoms included altered mental status, shaking, dizziness, and lightheadedness. Drug may have leaked from the needle into the pocket, or an infusion of drug from the catheter may have entered after the fill was completed. They were not sure if a pocket fill was performed as all medication was accounted for. The patient was given narcan and was monitored for an hour or so. They recovered without issue, and the patient was doing fine. The pump contained fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8590-1, lot# n229898, implanted: 2009 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) office was changing their technique after being re-trained by the device manufacturer representative. The office also changed their policy so that all patients have to wait for 1 hour before leaving the office after a refill to monitor for side effects. The cause of issue was technique; there were no issues with the refill kit. The office was also going to start using ultrasound to help with needle placement during refills as well. No further information was provided.